Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind process as a result of a motor enconder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. The customer's blood glucose reading was 75 mg/dl. Troubleshooting was performed. The customer stated that the device was exposed to an MRI while being at the hospital, and she was wearing the insulin pump at the time. The device was not able to complete the rewind process and the displacement test could not be performed. Advised the customer revert to back up plan until the replacement arrives. No further info was provided.